Event description:
Customer reported intermittent vertical lift failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the vertical lift power supply. System operates as intended.